Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: received for analysis was the express ld device stuck inside a 6french size guide catheter. A visual and tactile examination of the exposed section of shaft (the section not inserted through the guide) identified the shaft of the device was stretched down at 64.2cm to 65cm distal to the strain relief. As a result a recommended size 0.035inch wire could not pass through this stretched section of shaft. The outer diameter of the non-damaged section of shaft was measured and met specification. It was not possible to pull the device from the guide catheter. An examination of the guide found that the shaft of the guide was bunched at 1.5cm distal to its strain relief. This bunching is consistent with excessive force having been applied to the shaft. Using a blade the shaft of the guide was dissected in order to remove the express ld device. Once dissected it was possible to examine the balloon and crimped stent. Also, apart from the bunched section of the guide, no other issues were identified with the lumen of the guide. The balloon was tightly folded and the stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. The stent was tightly crimped onto the balloon. However the proximal edge of the stent was positioned 2mm distal to the proximal markerband. It is likely that the restrictions experienced during the withdrawal of the device forced the stent distally on the balloon. No issues existed with the stent profile. The outer diameter of the crimped stent was measured and met specification. One possibility is that the stent got caught on the bunched section of the guide catheter. An examination of the tip section of the device identified to issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was stuck in the sheath. The location was the arteria femoralis. During the procedure, the express-vascular ld stent remained in the non-bsc sheath, "hanging" and could not be pushed forward or back. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was stuck in the sheath. The location was the arteria femoralis. During the procedure, the express-vascular ld stent remained in the non-bsc sheath, "hanging" and could not be pushed forward or back. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.